Event description:
Both central patient monitors went completely blank at 0225. Charge nurse tried to rectify situation with reboot, without success. Biomed identified that the problem was the ups battery back up was dead.